Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 452445 implantable pacing lead (B)(6) 1998. (B)(4).

Event description:
It was reported that the chronic right ventricular (rv) lead impedance showed an insulation failure. The rv lead also had a failure to capture. It was elected to reconnect the chronic rv lead into the left ventricular port of the new device and implant a new rv lead. No patient complications have been reported as a result of this event.